Manufacturer narrative:
Concomitant product(s) : product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v581950, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that several leads were broken. It was further stated that 0-1, 0-2, and 0-3 leads were broken. It was noted that she was programmed on program 4 by her healthcare provider (hcp). It was reviewed that there was only one lead implanted for this the patient's therapy and there were 4 contacts were along the lead. Additional information received from the patient in response to follow-up reported that a fall was probably what led to the broken leads. The patient experienced "no signal" as a result of the broken leads. No steps were taken to address this. Relevant medical history included interstimulation-other. This event will be updated if additional information is received.